Manufacturer narrative:
The reported event was confirmed. The device had not met specifications. Visual evaluation of the returned sample noted one opened (without original packaging), used (note yellow stains throughout bag and meter) silicone foley catheter, connected sample port connector (with intact tamper evident seal), inlet tube, and meter drain bag. Visual inspection of the sample noted a tear in the balloon surface. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a tear (measuring 0.1900 inches) in the balloon surface. This is out of specification per inspection procedure, which states, "balloon must not burst after being placed in water bath for seven (7) days" and "balloon must not deflate as a result of a leak (premature deflation)." There were no missing balloon pieces noted. The catheter was confirmed to be size 16 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿over inflation during use.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5cc sterile water, 5cc balloon: use 10cc sterile water, 30cc balloon: use 35cc sterile water, do not exceed recommended capacities. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the lubrisil foley catheter deflated prematurely. There were no pieces of the balloon reported to be missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the lubrisil foley catheter deflated prematurely. There were no pieces of the balloon reported to be missing.